Manufacturer narrative:
Investigation found a puncture mark in the fill septum. Fluid path testing showed that fluid did not leak from the fill septum while the bottom housing was on the device. Although the investigation found no evidence of a leak, the reported event could not be determined. Investigation found an 0x1c alarm. An 0x1c alarm occurs at 80 hours of pump operation. This is a design parameter of the device that causes planned disruption of the pods ability to deliver insulin. No other defects or abnormalities were found during investigation. This is mitigated by extensive in-line and final product quality testing. All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements. No further action or investigation is warranted at this time. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the patient's blood glucose levels reached 280 mg/dl while wearing the pod between 4 and 24 hours.